Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two bare axium coils failed to be detached. Qc-7-20-3d: 5 detachment attempts were made with the instant detacher; 2 additional detachment attempts were made with a second instant detacher and 2 manual detachments. Qc-8-30-3d: 3 detachment attempts were made with the instant detacher; 3 additional detachment attempts were made with a second instant detacher and 2 manual detachments. The devices were prepared and used per the instructions for use (IFU).